Event description:
It was reported that, during surgery, when the surgeon was going to cut the suture, the 'healicoil' anchor did not stay fixed and came out completely. The procedure was completed with a s+n backup device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned with original box and the device has debris on it. The proximal implant is missing along with the anchor plug and the distal tip. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.